Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Date of this report: initially reported as (B)(6) 2015; should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation evaluation was performed: we have received this screw for investigation. Visually we could detect marks of use on the screw and that the tip is missing. Unfortunately the broken piece of this screw could not be returned to us, which makes a full inspection not possible. The shaft thread is bent and the fracture surface does show slight twisting signs. The hexagonal drive and the head section are not damaged. We do assume that strong bending loads by inserting leaded to the breakage and bending. No manufacturing related fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the surgeon had difficulty inserting the cancellous screw because the insertion direction was probably off from predrilling hole for pelvic fracture surgery (posterior wall of acetabulum). The surgeon found the tip of the screw broken when he removed the screw. The screw tip fragment was left in the patient¿s body. According to the surgeon, he inserted the screw by force without checking the proper insertion direction. The surgeon stated that he had not used an image intensifier. These factors led to the incident. There was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier was not provided by reporter. The subject device broke and a fragment remains in the patient, therefore, the device is not considered to have been implanted or explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.